Event description:
It was reported that the patient never had therapeutic effect. The patient went to the bathroom a lot and not having enough time to get to the bathroom. It was also stated that when the patient increased stimulation, she would feel a painful sensation. Eventually, the patient would ¿accommodate¿ to the sensation and would not feel anything. It was also stated that the patient was trialed on the right side, but the left side got a better motor response, so the lead was placed on the left. It was also stated that programmer training was ineffective because the patient was still under the effects of anesthesia. The patient was implanted 2 days ago. It was noted that the patient had an issue due to the bladder sling. The sling reportedly broke in 3-4 places and needed to be removed. It was later reported that the patient was ¿up all last night¿ and had incontinence, which she ¿never had.¿ the patient still had the feeling of urgency. It was stated that the patient¿s bladder totally emptied, which it took 3-4 times to empty before implant. It was further stated that the patient had pain in her lower vagina and anal area. It was also mentioned that the trial went great, but the longer the patient had the implant, the worse she got. When the patient increased stimulation, it felt like someone was cutting her. The patient also complained that her foot was twitching and did not have relief on program 2 at 1.3volts. The patient then switched to program 3 and stated that it felt more like she had before. The patient experienced a ¿light banging.¿ the patient was currently at 3.7volts and felt it a little in the foot, but it was not uncomfortable and the patient did not have urgency or pain. It was later reported that only program 1 helped, all other programs were painful. It was stated that once the anesthesia wore off after surgery, the patient felt more buttock stimulation and less in front. The patient¿s daughter was told that the surgeon could not implant on the right side during surgery. It was now stated that the patient had clitoral pain, frequency and urgency for fecal incontinence. It was later reported that the programmer would turn on in the patient¿s purse and now the patient had problems with her cell phone. The screen was blank, but the patient could still hear ¿calls/ringing.¿ it was also stated that while sitting at her computer and it was ¿acting funny.¿ additional information received reported that the ins not was not working. The patient was put on program 2 and experienced frequency last night. The patient was at 2.9volts and stated that it felt like it needed to be increased, but if the patient increased stimulation, it was painful. The patient did not think the lead was in the right place. It was also stated that the patient did not believe the anesthesia was out of her system until last night. The patient had horrible pain and her butt cheek kept ¿vibrating¿, the patient felt like ¿something was being shoved anally.¿ it was also noted that the patient fell on her left hip. The patient claimed that everything was still working. It was reported at the end of (B)(6) 2013 that the patient experienced a loss of therapeutic effect, acute pain (vaginal and anal), and a loss of bladder control. It was also stated that therapy was not working as expected. The patient wanted to meet with a manufacturer representative to check the device and/or do programming. It was stated that the patient had great results on the right side during the trial, but the implant was done on the left side and therapy had not helped since implant. The patient was in pain and had been up every 30 minutes at night. The patient notified her healthcare provider (hcp), but the hcp was on vacation. It was later reported that the manufacturer representative tried calling the patient on both numbers without luck. It was later reported at the beginning of (B)(6) 2014 that the first implantable neurostimulator (ins) was removed because it was too painful. It was stated that during the removal, there was a ¿bolus of fluid¿ and the patient got ¿many little jolts¿ every time the stimulation ¿would hit the fluid¿ the patient would receive a shock. It was also stated that the patient knew right away that the ins was not working because she experienced pain in her left vaginal wall. The patient wanted the ins removed sooner, but the patient¿s insurance had a 30 day waiting period to have it taken out, unless there was an infection. It was noted that the patient had a history of a bladder sling (prior to implant) and the patient experienced side effects (sling broke).

Event description:
Additional information received reported that during the trial they only tested the right side and the patient was getting almost 100 percent reduction in symptoms, and before the surgery they tested the motor and sensory response and it was better on the left side so they decided to do the implant on the left side even though it hadn¿t been tested during the trial. It was noted that after the implant the patient had ¿the most excruciating pain¿ for 30 days and the patient had to take pain pills. The reporter stated that the patient had to wait 30 days to have the device moved to the other side because of insurance reasons. It was reported that the patient had severe anal pain during that time and the patient was aggravated that she had to have another surgery and two sets of scars. It was noted that the patient thought it was irresponsible to put the device on the left side.

Event description:
Additional information received reported that the patient's first device was infected. The patient later retracted her statement and stated it wasn't infected and it wasn't replaced due to infection. The patient had been trialed on her right nerve, she was told she didn't need to trial on the left nerve because it worked great on the right nerve, the implantable neurostimulator (ins) was later implanted on the left nerve, and the patient was in excruciating pain. This happened 30 days after implant.

Manufacturer narrative:
Product ID 3889-28, lot# va0bj6c; product type lead product ID 3037, serial# (B)(4), product type programmer, patient product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0bj6c; product type lead. (B)(4).

Event description:
Additional information reports the following issues were the patient issues started 2 days after implant. The patient said two days after implant (implant date was (B)(6) 2013) she was having horrible anal pain and it felt like someone was cutting the side of her vagina. The patient said she felt pain around the ipg (stimulator) and every now and again she would feel shocking. The patient had the device explanted 31 days post implant.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced intense anal pain, like someone was cutting vagina, left side shocking during the time implant was on left side (B)(6) 2013. The patient said she was on medication/ "perkaset" during this time. Moved implant to right side and everything was wonderful.